Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6), 2009 with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. Two other mesh products from another manufacturer were implanted at the same time. It was alleged the plaintiff "suffered serious bodily injuries, including, but not limited to, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." It was additionally alleged the plaintiff experienced "significant mental and physical pain and suffering, severe emotional distress, permanent injury, and impaired physical relations."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.